Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the pipeline could not be opened and was deformed during the deployed process. The tip was found to be damaged when withdrawn in vitro. The device was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed slowed blood flow. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left cavernous sinus segment. The max diameter was 3.8mm, and the neck diameter was 2.6mm. The patient's vessel tortuosity was normal. The landing zone was 4.3mm distal and 4.85mm proximal. Conventional dual antiplatelet treatment was administered for 7 days. Ancillary devices include a cook 6 sheath, navien guide catheter, phenom 27 microcatheter, and synchro 2 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the distal part of the pipeline did not open, and it was not placed in a bend at the time. The doctor had tried to withdraw and deploy it, but the pipeline still did not open.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned within a shipping box; and within a plastic bio-pouch. There was no pushwire returned with the device. Visual inspection/damage: the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. In addition, the pipeline flex was confirmed to have damaged braid as the distal and proximal ends of the pipeline flex braid appeared fully opened and moderately frayed. However, the cause for damage could not be determined. Possible cause includes re-sheathing the device more than recommended two times. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.